Event description:
During a remote follow up, noise was observed on the right atrial (ra) lead. Lead damage was suspected. No intervention has been performed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the noise resulted in oversensing.